Event description:
Patient reported that device no longer beeping. Patient reported that device would display an error code, but there was no audible alarm. Patient's blood glucose was not affected,and no treatment was received.